Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/12/2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed. The receiver was opened and an interior visual inspection was performed and failed. A defective battery with cold solder pins on the controller chip was observed. The battery was replaced with a known good battery and failed due to perpetual rebooting. A receiver download was performed and a initialization without manual restart was observed within the investigation window. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.